Event description:
A baby may have sustained a minor abrasion from a neoblue blanket. The baby was laying on the pad of the neoblue blanket without the mattress contrary to IFU.

Manufacturer narrative:
User confirmed device set up contrary to IFU infant placed on light without use of protective mattress the neoblue blanket pad, even without the mattress and without the disposable blanket cover, does not get hot at the tips of the fiberoptics, so the blue light could cause the burn on the infant. Engineering double checked this with a thermal camera, and the pad stayed very cool (basically, it stayed at room temperature). The plastic of the blanket pad isn't meant to have the baby lying directly on it. It is plastic, which doesn't have any ability to "breath." Both natus quick guide 061530 and user manual 029142 have the warning "do not use without blanket mattress and disposable blanket cover (intended for single-use only). The device must be used with the supplied natus blanket mattress and cover in place to ensure proper treatment uniformity." The thickness of the blanket mattress and the disposable blanket cover is intended to allow spreading of the blue light from the tips of the fiberoptics to the baby's skin surface. The blanket cover is a soft breathable material appropriate for long term contact with the baby. Both the blanket mattress and the disposable blanket cover are intended to be always used with the neoblue blanket. One other likely mis-use by the customer, the neoblue blanket is set at the factory to 35 +/- 5 w/cm2/nm. This is measured using our radiometer with the sensor measuring at the surface of the disposable blanket cover with also the blanket mattress on the blanket pad. With them using the neoblue blanket without the blanket mattress and without the disposable blanket cover, unless they readjusted the neoblue blanket intensity using a natus radiometer on the blanket pad surface, then they were likely using the device at the factory setting (which assumes use of the disposable blanket cover with the blanket mattress on the blanket pad), and the baby was being treated at an intensity above the intended 35 ¿w/cm2/nm. Both our quick guide and user manual have the warning "in order to ensure proper dosage is delivered to the patient, it is recommended to measure the intensity before each use with a radiometer. Not measuring may lead to providing less intensity than the dose prescribed by the physician." Risk review: (B)(4), neoblue blanket. Hazard 6.1. Cause - patient applied part is hot, patient makes contact with hot surface of patient applied parts. Effect - third degree burns. Residual risk - moderate. The hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018 risk management system procedure (sensory), hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistant with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device.

Event description:
A baby may have sustained a minor abrasion from a neoblue blanket. The baby was laying on the pad of the neoblue blanket without the mattress element contrary to IFU.